Event description:
Customer reported receiving a motor error alarm and a no delivery alarm on the insulin pump. The motor error alarm occurred during the bolus. The blood glucose reading was 397 mg/dl. Customer stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.